Event description:
It is reported that the surgeon needs to revise a tibial baseplate. Reason for revision is unknown. Implant and impending revision dates are also unknown.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.